Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a lead repositioning procedure. Diaphragmatic stimulation was presented on all programmable vectors of the left ventricular lead at lowest threshold. The lead was repositioned. Patient was stable.

Manufacturer narrative:
Corrected information: event date should have been unknown.